Manufacturer narrative:
A sample was not returned for evaluation; however, a thorough review of the device history record for the reported device was completed and no manufacturing deviations/non-conformances were observed. Lot l5n377 was manufactured and subsequently terminally sterilized in accordance with all required standard production methods and procedures. According to information received by the end user, the product was expired at the time of use and the device was used in an off-label application. Numerous attempts to reach the physician in order to in-service/educate them on the proper use of the device have been unsuccessful.

Event description:
Inner cannula sheared inside patient at the femoral area (off label use). Pt taken to surgery to remove.